Event description:
The manufacturer received a voluntary medwatch (mw5102141) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop hives. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was previously received a voluntary medwatch (mw5102141) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop hives. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found evidence of dust contamination around the air inlet and in the blower. The manufacturer found no evidence of no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found dust and unknown contaminant in humidifier. The device's event logs were downloaded and reviewed. The manufacturer found 2 errors logged. The manufacturer concludes there was evidence of contamination dust contamination around the air inlet and in the blower, dust and unknown contaminant in humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer received a voluntary medwatch (mw5102141) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop hives. The patient was prescribed medication in response to the reported event. The reported event of develop hives and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03475-3 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
Previous report has incorrect h3 section. H3 section has been corrected in this report.